Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon examination, it was discovered that the atrial lead exhibited episodes of noise that resulted in pacing mode switch. The noise was reproducible in clinic and it was suspected that there was a lead integrity issue. No changes were made to the lead at this time. The patient was in stable condition.

Event description:
New information received stated that additional episodes of inappropriate mode switch due to atrial lead noise were observed on jan. 19, 2021. The patient was not affected by the anomaly. The physician reported no concerns and no programming changes were made.